Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation, instead clinical data file was provided for review. Review of the device file is consistent with the customer communication that the shock delivered resusitated the patient. The customer removing the device from the patient is consistent with the intended use of the AED. The device functioned as designed and in accordance with its labeling; no device malfunction was identified. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.